Manufacturer narrative:
A gfe was created to determine the last name from the initial reporter, nonetheless, no information was available according to the field representative. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated by a programmer. The health care professional (hcp) could not complete the routine follow up in office clinic check. Patient information, programmer software up to date and wand not being broken was confirmed. Also, multiple troubleshooting methods were attempted. The device beeped when a magnet was applied, hcp turned off other electronic devices in the room and tried interrogation and still they could not connect to the ICD that remains in service. No adverse patient effects were reported.